Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the power supply assembly needs to be changed for further investigation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the fuses were getting blown on the cs300 intra-aortic balloon pump (iabp). Another fuse was tried after the motor control board was disconnected, but the fuse still blows. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d11, e1 (event site email), h6 (medical device ¿ problem code, component codes, health effect ¿ impact codes). The getinge field service engineer (fse) later reported that the iabp unit was repaired by replacing the power supply. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the fuses were getting blown on the cs300 intra-aortic balloon pump (iabp). Another fuse was tried after the motor control board was disconnected, but the fuse still blows. It was later clarified that the iabp unit was not turning on which prompted the checking of the fuses. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1.

Event description:
N/a.